Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the implantable cardiac monitor (icm) device reached elective replacement indicator (eri) after only 16 months of service. Premature battery depletion was suspected. The device remains in use. No patient complications have been reported as a result of this event.